Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v931557, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was at the health care provider¿s (hcp) office ¿about two weeks ago.¿ the hcp was reportedly ¿pushing buttons¿ on the clinician programmer and the patient received a ¿horrible electric shock¿ that made him ¿jump out of his chair.¿ the patient was not sure what happened and the hcp stated that ¿he did not do anything.¿ since the electric shock the patient had a return of symptoms and went through ¿12 pairs of underwear a day.¿ the patient had no falls or trauma and had an ¿achy pain in his groin area.¿ the patient stated that there was a spot on his back at the bottom of his tail bone where he got a strong stimulation on the right side that progressed to his groin. The patient saw his hcp on (B)(6) 2013 and thought the stimulation was turned off. Troubleshooting revealed that the device was still on so the patient turned it off. The patient planned on following up with his current hcp or another to see if it can be interrogated. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that an x-ray was done on 2014 (B)(6). The x-rays showed that ¿2 clips came off¿ and the lead was against the bone or the spine. The patient had a bad back and was to have an MRI. The device was going to be removed on 2014 (B)(6) so the patient could have an MRI. The MRI was to determine how much "damage was done nervewise." Several months of crawling up the stairs were noted. An additional report will be sent if additional information is received.

Manufacturer narrative:
Final analysis of the stimulator with (serial # (B)(4)) revealed stim ins/functionally okay/insignificant anomalies and of the lead with (lot no v931557) revealed stim lead/body/conductor/crushed with no significant anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It later reported that patient's device was explanted. The patient had back issues and needed MRI.

Event description:
Additional information received reported that the previously reported shock had caused the patient to ¿fly across the room 8 feet and into the wall.¿ the patient stated that he normally needed a cane and a walker to walk and had to use his arms to get out of bed due to previous nerve damage, but when he got the shock at his hcp¿s office he ¿jumped up out of the chair and across the room.¿ the patient believed that the hcp had increased stimulation to ¿10 point something,¿ but the hcp had denied making any changes to therapy. The patient reported that prior to the shock, he felt stimulation in his groin area, but since the shock he felt stimulation more in the upper tail bone area. The patient also reported small intermittent shocks when increasing or decreasing stimulation. The patient stated that he could ¿touch his tailbone and get the stimulation in his private area.¿ the patient had been instructed by the hcp to turn stimulation off, but the patient wanted to turn stimulation back on again. It was noted that the patient had experienced a loss of bladder control. The patient was able to turn stimulation back on and increase stimulation from 0.0 to 2.6. The patient then stated that he could feel stimulation in his upper tailbone area and not his groin. The patient then switched to a different program and reported that he had felt a shock in his tailbone again. The patient decreased stimulation on the second program from 2.9 to 2.6, but still reported stimulation sensation in his tailbone area. The patient stated that he would try leaving it at that setting. (B)(6) 2013: crts 2969711 (con): it was later reported that the patient wanted to turn stimulation off because he was experiencing ¿terrible¿ pain in the front of his stomach and lower stomach. The patient described his pain as a ¿15¿ on a scale of 1 to 10. The patient stated that he had gone to his primary care physician on the day prior to this report because he wanted to have the device removed. The patient was given an epidural for the pain. The patient stated that the epidural did not help with the pain and he had thrown up afterwards. The patient stated that he had been in pain and gone to a pain clinic for 4.5 years. It was noted that the patient was on morphine and oxycodone, which were not helping his pain. The patient stated that he had another appointment with his primary care physician on the day of this report to discuss his pain and pursue having the implantable neurostimulator (ins) removed. The patient stated that he did not believe there was anything wrong with the implant, but rather something the physician had done. (B)(6) 20135: crts 2970330 (con): it was later reported that the patient had not been able to walk without a cane or walker since he had been shocked at his hcp¿s office. The patient stated he had been throwing up and dry heaving from the pain. The patient stated that he had a bad lower back and ¿this had made it worse.¿ the patient was hospitalized and put on dilaudid and valium to control his pain. The patient had turned stimulation down and off and that had reduced the pain some but did not cure it. The patient stated that when he tried to adjust stimulation from ¿2.6 to 2.7 or 2.5¿ he got a shock. The patient was reportedly supposed to have a spine procedure but he only had an epidural. The patient stated that he wanted to have the device explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had surgery to remove the implantable neurostimulator (ins) on (B)(6) 2014. It was stated the ins "broke loose" and moved over an inch and went against the patient's spine. During the surgery, the doctor found out that "2 plastic screws that housed the device in point." It was unclear what this referred to. It was noted that x-rays were taken. The device reportedly "came out fine and had lasted since 2012."